Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that a compressor was not turning on, the device was investigated at the hospital by our field service engineer. The issue was resolved by replacing the device mains inlet. No pictures or the actual mains inlet have been received for evaluation. The mains power inlet, the holder for the mains fuses and the on/off switch is one complete unit. The cause of a blown fuse could be one or a combination of the following causes: - electrical transients (voltage and/or current spikes) in the mains power. - bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. - chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. - dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. The compressor must be serviced at regular intervals by personnel trained and authorized by getinge. Any maintenance or service must be noted in a log book. According to the user's manual, a preventive maintenance shall be performed after 5000 operating hours. It includes visual inspection of damage of parts and preventive cleaning of dust in the main inlet. The reported device was manufactured in the year 2016, it is unknown when the last preventive maintenance was performed.

Event description:
It was reported that the compressor connected to the ventilator, could not be turned on. There was no patient harm. Manufacturer's ref #: (B)(4).